Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed reported symptom ec322 which was caused by the upper and lower link screws being out of adjustment. The specification for these screws are a clearance gap of 0.004" -0.009". The actual gap was 0.016" (upper screw) and 0.018" (lower screw). The device was re-adjusted to have the proper gap in order to resolve ec 322.

Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.